Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the replacement device is causing the patient to incur dry mouth which she must use products to keep her mouth moist. In addition, the patient alleges the hose is "crimping" causing inadequate air flow and the device also runs out of water quickly. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the replacement device is causing the patient to incur dry mouth which she must use products to keep her mouth moist. In addition, the patient alleges the hose is "crimping" causing inadequate air flow and the device also runs out of water quickly. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report. In general information tab, 510k number has been updated.